Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received critical pump error. The customer's blood glucose level was reported to be 225mg/dl. It was reported that the pump would be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the format history file due to corrosion on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, damaged keypad overlay texture, a cracked select button on the keypad overlay, a pillowing keypad overlay, a cracked case on the battery tube area and a peeling end cap address label.